Manufacturer narrative:
Additional information in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure, a farawave catheter was selected for use. Upon the initial deployment, a cobra-shaped configuration was observed. Rotation of the catheter within the sheath was attempted; however, the catheter continued to deploy in a cobra shape. The catheter was removed from the patient in an attempt to correct the issue and after it was reinserted the catheter deployed in the correct shape; however, the guidewire could not be removed from the catheter. The catheter was withdrawn, and the guidewire remained unable to be removed. The procedure was completed using different device. No patient complications occurred. It was further reported that the device is expected to return for analysis and is currently in transit.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that that it was unknown if the device is going to be return or not for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure, a farawave catheter was selected for use. Upon the initial deployment, a cobra-shaped configuration was observed. Rotation of the catheter within the sheath was attempted; however, the catheter continued to deploy in a cobra shape. The catheter was removed from the patient in an attempt to correct the issue and after it was reinserted the catheter deployed in the correct shape; however, the guidewire could not be removed from the catheter. The catheter was withdrawn, and the guidewire remained unable to be removed. The procedure was completed using different device. No patient complications occurred. The return status of the device is unknown.

Event description:
It was reported that during the farapulse procedure, a farawave catheter was selected for use. Upon the initial deployment, a cobra-shaped configuration was observed. Rotation of the catheter within the sheath was attempted; however, the catheter continued to deploy in a cobra shape. The catheter was removed from the patient in an attempt to correct the issue and after it was reinserted the catheter deployed in the correct shape; however, the guidewire could not be removed from the catheter. The catheter was withdrawn, and the guidewire remained unable to be removed. The procedure was completed using different device. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Visual inspection of the device confirmed that one of the splines in the distal cage was bunched. The catheter was returned with a guidewire inserted. The guidewire was withdrawn, and a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device deployed into basket and flower positions with no unusual resistance noted. During product analysis, the device passed all functional test performed, showing no evidence of the reported guidewire stuck allegation. However, analysis did confirm that one of the splines in the cage was bunched; the cause of the reported spline bunching was likely attributed to device design. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific investigation findings were unable to establish a clear conclusion about the cause of the reported stuck guidewire. The guidewire was able to be withdrawn and reinserted during analysis without any deployment issues noted. Analysis did confirm that one of the splines in the cage was bunched, and the cause was likely attributed to device design. Advancing the farawave pfa catheter out of the faradrive steerable sheath without adequate space for the catheters distal portion to move freely can lead to a spline inverting or deploying incorrectly. The splines, which are all the same length, can become offset from the catheters neutral axis, causing the spline cage to invert or deploy incorrectly when the distal end of the catheter is constrained or bent by the patients anatomy. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.